Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse notes patient went to CT and upon return the arctic sun deice will not register the patient's esophageal probe or won't start therapy. Confirmed the probe reads without issue on the bedside monitor. Advised they should get a temperature in cable from the back of another arctic sun device for now and consider ordering another temperature in cable.